Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral access transcatheter aortic valve replacement (tavr) procedure, resistance during advancement of the commander delivery system and 29mm sapien 3 ultra resilia through the 16fr esheath+, and sheath tip damage occurred. The 16fr esheath+ was prepared normally by dilating the partially expandable section. The valve and delivery system were also prepared per IFU. The vessel was predilated to 18fr. The sheath was advanced into the right femoral with no issue, and it was not inserted at a steep angle. A sapien 3 ultra resilia valve on the commander delivery system were advanced through the sheath. The physician met resistance toward the end of the sheath. The sheath was examined under fluoroscopic imaging and saw no concerns. The physician pulled back slightly on the sheath while advancing the valve, and the valve exited through the end of the sheath. The valve was deployed successfully. The delivery system was withdrawn through the sheath without difficulty, and then the sheath was removed. Upon removal of the sheath, it was noted that the tip of the sheath appeared damaged and missing. The physician was notified and the tip could not be found. However, the patient left the room stable without vascular complications.